Event description:
It was reported that the vacuum error code has been an ongoing problem. It was identified through troubleshooting that the connection to the internal vacuum is loose and unstable. There was no pt consequence; it was recommended to have the device serviced/repaired.